Event description:
Medtronic received a report the first time when attempting to form a hoop, it was not ideal. The coil was adjusted and recovered. It was found that the resistance was relatively large and the coil was a little stretched. The microcatheter-coil system was withdrawn into the navien together. In vitro, it was observed the coil was stretched but the microcatheter was in good condition. The damaged coil was removed through the tip. They re-used the micro-guide wire to guide the microcatheter into the tumor cavity and replaced the coil to successfully complete hoop formation. The surgery was completed successfully. It was also noted the coil separated/broke/prematurely detached. No surgical or medicinal intervention was required. The pushwire was not bent or broken. The physician repositioned the coil two times but did not attempt to detach the coil. The physician rotated the delivery pusher during the procedure and a continuous flush was administered during the procedure. The devices were prepared as indicated in the IFU. There were no patient symptoms or complications reported. The patient was undergoing surgery for treatment of a amorphous, ruptured aneurysm with a max diameter of 3.4mm and a 2.08mm neck di ameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: ¿ as found condition: the axium prime coil was returned for evaluation within the inner pouch; inside of a biohazard bag and a s hipping box. There was no catheter returned with the coil. In addition, the catheter size and model were not reported. Therefore, any contributing factors from the catheter including its compatibility for use with the coil could not be determined. ¿ visual inspection/damage location details: the implant coil was still attached to the pushwire. However, the implant coil appeared to be damaged and stretched with the polypropylene filament intact. The pushwire was found to be bent at 21.0cm to 33.0cm from the proximal end. ¿ testing/analysis: the returned coil could not be used for resistance testing due to the damaged conditions. ¿ conclusion: based on the analysis findings, the axium prime coil was confirmed to have ¿coil resistance/ stuck in catheter¿ and "coil stretch" issues as the returned coil were damaged and stretched. In addition, the pushwire was also found bent at several locations. It is likely that these damages occurred when the customer attempted to advance the coil through the catheter against the reported resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged/incompatible catheter, patient tortuous anatomy and lack of continuous flush with heparinized saline during delivery. The customer complaint of "premature detachment" was not confirmed as the returned coil was found intact, but damaged and stretched. There was no non-conformance to specifications identified that led to the reported issues. Since the catheter was not returned; any contribution of the catheter to the reported issues could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.